Manufacturer narrative:
The field service engineer reported that the alleged malfunction was reproducible so the batteries were replaced. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
During intra-aortic balloon pump (iabp) therapy, the cardiosave shutdown with beep alarm upon transferring a patient. It was noted that the battery was full charged. The iabp was replaced to continue therapy. No patient injury was reported.

Manufacturer narrative:
A technician of the getinge national repair center (nrc) reported that they did not receive the battery pack back from the supplier. The supplier verified the failure and stated that communication was established and confirmed that this battery pack has various gas gauge parameters with incorrect values. This condition was found after manufacturing week 33 of 2017.

Event description:
During intra-aortic balloon pump (iabp) therapy, the cardiosave shutdown with beep alarm upon transferring a patient. It was noted that the battery was full charged. The iabp was replaced to continue therapy. No patient injury was reported.

Manufacturer narrative:
The replaced part was sent to the maquet national repair center (nrc) in (B)(4). The battery was visually inspected and no visual damage was observed. The battery was installed into a cardiosave test fixture and tested to factory specification per cardiosave service manual. The nrc verified the device shuts down with beep alarm. This happened during an autofill. The battery status leds indicate approximately 80-100% charge remaining. Charge cycle count is -1 and battery max error is 144%. The battery failed testing and is being sent to the supplier for failure analysis.

Event description:
During intra-aortic balloon pump (iabp) therapy, the cardiosave shutdown with beep alarm upon transferring a patient. It was noted that the battery was full charged. The iabp was replaced to continue therapy. No patient injury was reported.